Event description:
The manufacturer received information alleging that a dreamstation 2 is causing infections. The patient states that he wakes up with a dry throat and a chest cold with a deep cough. The patient spoke to a doctor, and the emergency room nurse said to use zyrtec and other medication. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.